Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response and alarmed for a button error due to corroded keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported receiving a button error alarm on the insulin pump and stated that they were unable to clear it. Customer stated that the insulin pump may have been exposed to sweat. Customer's blood glucose reading at the time of the call was 99 mg/dl. No further information reported.